Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected battery alarms in the long trace or pump history noted. However, detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was unknown at the time of incident. The product will be returned.